Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 5.5 months. Evaluation of the submitted log file found a low speed operation alarm while the system was supported by batteries. The reported red heart alarms while the system was supported by the power module were not confirmed. Evaluation of the returned portion of the percutaneous lead confirmed damage to the percutaneous lead near the metal connector. Approximately 9 inches of the silicone sleeve was returned separated from the metal connector. Rescue tape was present approximately 1 to 3.5 inches from the metal connector and approximately 7.5 to 9.5 inches from the metal connector. Damage to the silicone sleeve was identified below the tape. Electrical continuity testing of the returned portion of the percutaneous lead revealed a discontinuity in the green wire; however, all other wires did not reveal any discontinuities or shorts. A kink to the bionate and breakdown of the metal shielding were identified near the metal connector. Visual inspection identified a fracture of the green wire and a breach of the black wire, both at the metal connector. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage, the underlying green and black wire conductors were exposed. The green wire represents a redundant wire in motor phase 1 and the black wire represents a redundant wire in motor phase 2. The reported red heart alarms would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module or as a result of the two phases contacting each other when the device was supported by the power module or batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received an alarm every time he connected to the power module. The patient was asymptomatic. On alarm review, a low speed advisory was noted where pump speed decreased and a low flow event occurred. The vad coordinator suspected a short to shield issue and instructed the patient to remain on batteries. The patient came to clinic and was placed on a modified power module patient cable. On (B)(6) 2015, an external percutaneous lead replacement was performed successfully. No open wires were found while performing phase interrupter testing. The patient was placed back on a grounded power module patient cable and no further alarms occurred.